Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Rn called tech services to report a case of intermittent undersensing noted on a patient's merlin.net device transmission. Multiple pause episodes were noted in the transmission, caused by undersensing. Tse and rn discussed reducing the egm dynamic range from 0.4 to 0.2mv, and reducing max sensitivity from 0.075mv to 0.05mv. The programming changes will be considered during the next in-clinic check.